Manufacturer narrative:
Initial and final MDR 1929218 - MDR 3003442380-2024-18692 - device 1 of 3

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced similar events of leakage with three infusion sets as the tubing was leaking around cannula area after being used for a few hours. Patient's blood glucose level at the time of event was 220 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.